Manufacturer narrative:
Visual inspection confirmed a "speaker malfunction" error message in the alarm review. Diagnostic/functional testing was performed and a the results of functional testing indicate that the speaker produced no sound. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported a message appears about a speaker operation error.the device was in use on a patient. There was no report of patient or user harm.